Manufacturer narrative:
The vascade mvp will not be returned to haemonetics for evaluation. As part of the investigation, the event was medically assessed by haemonetics medical staff, who determined that no device malfunction was reported. It is unknown whether the device contributed to the reported event. A potential contribution from vascular access-related or procedural factors cannot be excluded. Possible contributing factors include vascular access-related endothelial injury, sheath interaction, or patient-specific thrombotic risk factors; however, no definitive cause was identified. Therefore, the cause of the reported event cannot be determined. However, vascade mvp® venous vascular closure system (vvcs) instruction for use model 800-612c 6-12f (venous) states that venous thrombus is a complication that may occur and may be related to the procedure or the vascular closure.

Event description:
A patient underwent a cardiac electrophysiology ablation procedure in which a vascade mvp was used to achieve hemostasis at the venous access site. No device anomalies or patient complications were reported during the procedure. Hemostasis was successfully achieved, and the patient was discharged. On (B)(6) 2025, the patient returned to the hospital reporting discomfort at the access site. Ultrasound evaluation identified a non-occlusive thrombus cranial to the venous puncture site, near the tip of the previously placed short sheath, consistent with deep vein thrombosis (dvt). The patient was admitted and treated with anticoagulation therapy. At the time of admission, the patient was noted to be clinically improving. The patient was subsequently discharged.